Event description:
It was reported that the pump declared a cartridge change error. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it remained within normal range. The issue occurred in the past, and the customer removed the o-ring from the pneumatic tap and was able to resume insulin with a new cartridge.